Event description:
It was reported that 2 bd phaseal¿ optima injectors (n35-o) leaked from the connection to the needle. The following information was provided by the initial reporter: "there were two occasions in one week where there has been a leak noted to at the connection point between the hypodermic safety needle and the phaseal optima injector... This issue occurred in august 2021 and another occurrence prior. A product investigation was completed. There were no further actions. There has not been further incidence until now."

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: no samples or photos received for investigation. Lot number is unknown; therefore lot history could not be performed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. When the injector is connected to an infusion line for IV infusion, the total activation time of the injector with the connector should not exceed 24 hours. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.